Event description:
The manufacturer received information alleging a ventilator¿s tidal volume did not increase and it alarmed for low minute ventilation. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed and the device failed a test step during testing. The inside of the flow sensor was found to have been contaminated. The device's flow sensor was replaced to address the issue.